Event description:
A dynaflex device was implanted, date not indicated. On 4/2/97 the right cylinder was removed from the patient and replaced, reason not indicated. Ams has requested additional info.